Event description:
It was reported that the patient wanted to know if it would be normal to have discomfort while charging the battery, implantable neurostimulator (ins), about a month after having a revision. The patient noted that (B)(6), prior, she had actual pain at the upper buttock, implant site, when she removed the implantable neurostimulator recharger (insr) paddle. This was indicating that the recharger was moved off the patient, no implantable device was removed. The patient noted that it felt really uncomfortable and she didn¿t know if she was still sensitive or if the sutures that didn¿t¿ dissolve could have been a problem. Friday was the first time it had happened and it did not last a long time. The patient had staples but did not charge with staples and waiting till they were done. She didn¿t know what her sutures were made of but did not think they had dissolved in the area where her lead wires were placed, and could feel them irritating. It felt stiff and she was pretty sure they were still somewhere where the computer was. She hoped the plastic sutures didn¿t melt or something and she was going to ask the healthcare provider (hcp) what the sutures were made of and if they can burn. Information regarding patient outcome and if they still had concerns with their device or therapy has been requested. Additional information reported the patient had an infection and inflammatory reaction due to unspecified device/graft. The patient had swelling and pain at the stimulator site after a revision. There was erythema and swelling with some scant purulent discharge. The patient had also been experiencing some nausea. The device was explanted and not replaced due to infection. Following the device explant the patient had a fever. The subject was given antibiotics and in-patient hospitalization prolongation was required. Laboratory testing was done and the patient had low white blood cell count. Imaging was abnormal and showed a small fluid collection at l5. Additional laboratory testing a week and a half later showed normal for the patient. The event was considered ongoing and was not considered related to the programming/stimulation. See manufacturer report # 3004209178-2014-20460 for information on revision.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the outcome was resolved without sequelae.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the clinical diagnosis was infection and inflammatory reaction at the implantable neurostimulator (ins) site. The etiology was reported as related to the device or therapy and related to the implant procedure. The etiology was reported to be related to the surgery/anesthesia.

Manufacturer narrative:
Concomitant products: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97754, serial # (B)(4), product type recharger. (B)(4).